Event description:
A malfunction was reported on the customer's insulin pump, indicated by the malfunction code "malf 16." There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Investigation was reviewed and the investigation codes were updated to reflect the investigation outcome more clearly.